Event description:
It was reported that a (B)(6)-year-old female patient underwent bilateral breast implantation surgery with two 450cc mentor memorygel breast implants and experienced swelling of the left breast postoperatively. The abrupt onset of enlargement and hardening of the left breast was treated with steroids and antibiotics without resolution of the problem. Due to the history of onset and the presence of textured implants, there was concern that this might represent bia-alcl. Ultrasound diagnosis of seroma was made, and it was suggested by a radiologist that the implant might also be ruptured. As a result the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. Both implants were found to be intact upon removal. The patient was diagnosed with bilateral breast asymmetry (right breast class I, left breast class IV). Evacuation of the left-sided seroma was also performed, and 60cc of fluid was sent to pathology for flow cytometry and cytology in order to rule out bia-alcl. Based on the pathology report, cytologically malignant cells were not identified on the left side. The cell block preparation showed minimal cellularity with scant lymphocytes and granular debris. No population of t-cells with significant expression of cd30 was noted. The clinical information provided supports that this case is not consistent with a bia-alcl diagnosis. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected material rupture, asymmetry. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).